Event description:
It was reported that an asymptomatic non dependent patient presented for a lead revision procedure. The right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.